Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004. Following the procedure, the patient presented with a vaginal mesh erosion. Approximately, four weeks after the implantation, the mesh began eroding on the left side. Those areas of mesh were removed. The patient experienced a left sided labia and thigh infection. The mesh also began eroding on the right side of the vagina. The patient had two urinary tract infections. The patient had mesh explanted on (B)(6) 2007. No additional information was provided.